Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, that there was a molding defect. This was later determined to be foreign matter between the stopper and tube.